Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). B.braun complaint processing received on perfusor space for investigation. The history files were analyzed. A continuous therapy was performed with the device on (B)(6) 2021. At the first therapy (from 08:49am to 10:24am) no technical malfunction occurred and a syringe change was performed on the pump after the syringe near empty alarm occurred. After a new syringe bd plastipak 50ml was inserted at 10:25am, the therapy was started again at 10:25am. At 10:48am the therapy was stopped, started and stopped again. The syringe holder was opened and a syringe change was performed after the hint was confirmed by pressing the "ok" button at 10:49am. The pump was turned off at 10:51am by pressing the "on/off" button. A visual inspection was performed on the pump. All cover caps of the housing were present but damaged. No technician seal or production seal were present. The right (corner broken) and left hinge plate (crack) were mechanical damaged. A long term-test was performed on the pump. No technical malfunction occurred during the test over a few days of infusion. The pump was disassembled. No visible damages were found in the pump. The complaint is not confirmed. No technical malfunction occurred during the test of the pump. At the day of the occurrence the pump was turned off by pressing the "on/off" button.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4): the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump go to offline without warning syringe not recognised". According to the customer: "pump worked normally and nurse was adjusting propofol to the pump. Pump suddenly go to offline without any warning signs. The pump was loaded hour ago before using it. This happened before surgery and nurse luckily noticed it. Otherwise patient would have go into the surgery without anesthetic. They infused profol with another pump. No patient harm, so-called close call situation."